Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented remotely through merlin.net transmission, the device was found to be in backup vvi. Patient was brought into clinic for further evaluation. Device was restored to normal function. Patient was stable throughout the event.